Event description:
PICC line was placed. With first use, line flushed and rn noted it was not present when medication delivery attempted. Physician notified. Xray ordered and PICC line identified not in original position. PICC line removed through right common femoral vein by interventional radiology without complication. It was found that when inserted the securing connector not placed as it should be.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.